Event description:
It was reported that, during a mildly tortuous coronary proximal left circumflex artery procedure, a non-abbott guide wire device failed to cross the heavily calcified lesion. Another non-abbott guide wire was used to cross the lesion and a mini trek rx (1.2x6mm) was advanced. On the first inflation, the mini trek rx balloon ruptured at 11 atmospheres. The mini trek was removed. A nc trek balloon was used to successfully dilate the lesion and a xience v stent was deployed. There were no adverse patient effects and no significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The balloon rupture was confirmed. Scanning electron microscopy (sem) noted the balloon failure mode may be attributed to mechanical damage on the outer surface. Evidence of mechanical damage was observed on the outer surface near the leak edge. Based on visual analysis of the returned balloon catheter, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: marker x,wizzard. Guide cath: 6f taiga ebu. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.